Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a perforation occurred. A left atrial appendage closure (laa) procedure was performed using a versacross connect access solution, watchman trusteer access system (was), and 31mm watchman flx pro laa closure device & delivery system (wds). The was placed and while attempting the transeptal puncture using the versacross the physician crossed the superior vena cava into the pulmonary artery creating a perforation. The was removed and an unknown atrial septal device was placed to occlude the perforation. The laa closure procedure successfully concluded with the implantation of the 31mm watchman flx pro closure device. The patient recovered and was discharged.